Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about three days after the implant procedure, the patient experienced complete heart block (chb) with a heart rate in the range of 20-30s beats per minute. The right ventricular lead was not capturing and there were unstable thresholds. Because the patient was in chb, a consistent low threshold could not be obtained with the lead so it was explanted and replaced. No further patient complications have been reported as a result of this event.